Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. The right atrial (ra) lead exhibited high capture threshold measurements. The ra lead was removed and replaced. The patient was discharged with no reports of adverse consequences.